Event description:
Customer reported a clotted PICC line on same day of placement. Line was flushed with placement, 12 hrs later line clotted. Tpa was required to declot line. Although requested, no additional pt or event info provided.

Manufacturer narrative:
(B)(4). This report was filed by the MFR. The customer's report of clotted PICC line could not be confirmed because the product was discarded by the customer and will not be returned for evaluation. The root cause of this failure could not be identified.